Event description:
Reporter alleged obtaining the results of 165 mg/dl and 80 mg/dl back to back within 10 minutes on the aviva system. No actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Event description:
The nurse assisting a (B)(6) male patient contacted zoll lifecor customer support service to report that one of the patient's response buttons was not red. The patient was provided with a replacement monitor.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.